Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist assisted the customer remotely. The customer threaded the film through the capstan, cycled the photometer arm and made cuvettes in diagnostics, without errors. The dimension exl operator's manual states: "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures." The cause of the operator being splashed in her eye with the cuvette contents was due to use error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of a dimension exl 200 instrument was splashed in her left eye with contents of a cuvette while clearing a jam from the cuvette film. Prior to the event, the film was replaced by another technician and created a jam. The operator cleared the jam and was attempting to rethread the film. The operator noticed the film was not advancing because she had incorrectly threaded the film through the capstan. The operator was not wearing eye protection. The operator flushed her eye with saline and went to the emergency room (ER) for further evaluation. At the ER, they flushed her eye for 20 minutes, applied antibiotic drops, and referred her to an eye doctor for further evaluation, where no issues were found with her eye. There are no reports of adverse health consequence due to the operator being splashed with cuvette contents.